Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in months. The ipg was deemed inoperable. The issue was resolved through an ipg replacement. Effective therapy restored post-op.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with user error. However, update to the record states on (B)(6) 2020 an ipg revision for the patient was performed. Patients ipg reached it's end of life. Record states that the patients ipg has been dead since january of this year. This facility does not allow the removal of explants. There were no complications during the procedure. Patient reports effective stimulation post op.